Event description:
As reported, approximately two years post initial left side tka, the female patient had a revision due to poly wear. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays & photos. The device is not available for evaluation due to hospital disposed the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported may have been due to third body wear, patient- related conditions, instability, and/or malalignment between the femoral and tibial components, which lead to prosthesis wear. However, this cannot be confirmed because the tibial insert was not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
(H3) the revision reported may have been due to third body wear, patient- related conditions, instability, and/or malalignment between the femoral and tibial components, which lead to prosthesis wear. However, this cannot be confirmed because the tibial insert was not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4: model number. D10 concomitant devices: (B)(4) 02-012-45-3535 lgc tibial fit tray cem sz 3.5f / 3.5tt. (B)(4) 02-010-04-0235 logic cr femoral por, left, sz 3.5 . (B)(4) 200-02-38 three peg patella 38mm. The revision reported may have been due to third body wear, patient- related conditions, instability, and/or malalignment between the femoral and tibial components, which lead to prosthesis wear. However, this cannot be confirmed because the tibial insert was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.